Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l44966, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
A patient receiving intrathecal morphine (unknown dose and concentration) and another unknown drug reported a sudden change in therapy effect after a missed refill. The patient missed a refill a couple of weeks ago and ever since, at exactly 2:30 am, the patient felt the pump was giving them too much morphine. The effect lasted 2-3 hours. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).